Event description:
The following was reported: "royal devon and exeter have reported a t8 screwdriver snapping during a case. I spoke to the surgeon who did it and she said she didn't put any extra force to cause it to break. Unfortunately, where it snapped, part of the screwdriver was left in the screw head. They had to leave this in the patient as I they could not remove it at the time.

Manufacturer narrative:
To date, the device has not returned for evaluation as it was reported as discarded. The root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.